Manufacturer narrative:
The field service engineer (fse) installed the hemoglobin a1c assay on another analyzer the customer site. Calibration, qc, precision, and linearity were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 10 patient samples on a cobas 8000 cobas c 502 module. The customer questioned the high initial results and received delta checks which prompted them to repeat the patient samples. On 03-jul-2023, patient 1 had an initial a1c-2 result of 8.69%. The initial result was not reported outside of the laboratory. The repeat result was 6.89%. On 03-jul-2023, patient 2 had an initial a1c-2 result of 8.25%. The initial result was not reported outside of the laboratory. The repeat result was 5.81%. On (B)(6) 2023, patient 3 had an initial a1c-2 result of 8.70%. The repeat results were 13.46% and 8.71%. On (B)(6) 2023, patient 4 had an initial a1c-2 result of 7.80%. The sample was sent to another laboratory and the repeat result was 5.40%. On (B)(6) 2023, patient 5 had an initial a1c-2 result of 7.30%. The sample was sent to another laboratory and the repeat result was 6.10%. On (B)(6) 2023, patient 6 had an initial a1c-2 result of 6.70%. The sample was sent to another laboratory and the repeat result was 5.80%. On (B)(6) 2023, patient 7 had an initial a1c-2 result of 8.12%. The repeat result was 5.80%. On (B)(6) 2023, patient 8 had an initial a1c-2 result of 6.90%. The sample was sent to another laboratory and the repeat result was 5.00%. On (B)(6) 2023, patient 9 had an initial a1c-2 result of 6.90%. The sample was sent to another laboratory and the repeat result was 5.20%. On (B)(6) 2023, patient 10 had an initial a1c-2 result of 7.50%. The sample was sent to another laboratory and the repeat result was 5.30%. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date was not provided. The investigation is ongoing.